Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec-3890lk is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the electrical pin connector fluid damage, the forward body cover broken, the light guide cable buckled, the suction channel buckled, the control body corroded, the lg prong corroded, the lg connector corroded, the serial number plate missing, the operation channel (primary) leak, the r/l knob leak, the root brace rubber (insertion flexible tube) cut, the remote control button(1) cut, the remote control button(2) cut, the remote control button(3) cut, the insertion flexible tube non-pentax work/parts, the lcb (light carrying bundle) non-pentax work/parts, the side body cover scratched, the insertion flexible tube loose, the segment loose, the distal body worn out, the brand plate worn out, and the lg prong top worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).